Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, priming, excessive no delivery, occlusion, unexpected restart error and self-tests. The insulin pump passed all operating currents tested within specifications range and passed off no power test. The insulin pump was programmed with test minilink and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. The device was received with broken battery tube thread, cracked reservoir tube lip, cracked case near the display window corner and minor scratches on the display window.

Event description:
Customer reported via phone call cosmetic damage and serious injury on the insulin pump. Customer's blood glucose level was unknown. Customer advised the housing of the insulin pump which included the plastic part of the battery came off. Customer advised the battery compartment area was cracked. Customer advised their leg had an infection which resulted from inserting the sensor. Customer advised pus piled up and they spent nine days in a hospital due to the injury. Customer advised the insulin pump would alarm for the sensor and the issue recurred after they would clear the alarm.